Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : device history reviewed 08 november 2019. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 march 2019.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain and tibial tray loosening at the cement to implant interface. The surgeon noted minimal bone loss to the tibia and femur. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.